Event description:
It was reported that functional undersensing resulting in a diagnostic anomaly where appropriate mode switching was delayed was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.